Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i71000475, serial/lot #: none. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the umbilical cable was replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a message on the system stating "battery low please charge" and the led bar was not lighting. No patient was present at the time of the event.